Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly. The device was in use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing an emergency coronary procedure. The procedure was completed with a slight delay because the user needed to connect the charger to the footswitch before continuing normally. The philips remote service engineer (rse) inspected the system remotely and found that the wireless footswitch had stopped working. Upon troubleshooting, the rse confirmed that there was a red light flashing on the footswitch and the battery indicator was red. To resolve the issue, the customer restarted the footswitch after connecting the charging cable. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, the procedure was completed with a minor delay as the user completed necessitated connecting the charger to the footswitch before proceeding as usual. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation¿s results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.